Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed no image. The event occurred during service/maintenance. No patient involvement was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, since the reported malfunction could not be confirmed, a probable root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.